Event description:
Additional information was received that a procedural delay of approximately 10 minutes occurred. Per the physician, annular calcification contributed to the infold.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: d-evolutfx-2329; product lot number: 0013224656; product type: 0195-heart valves; implant date: not-implantable; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure using an evolut fx+ 29 mm transcatheter aortic valve, loading the valve was performed without problems and a crown overlap up to node 2 was detected. On the first deployment attempt, the valve position was too low and the valve was recaptured into the delivery catheter system (dcs). During a second deployment attempt, an infold in the valve frame was observed after the valve was deployed to approximately two-thirds, and the valve was recaptured again. A new evolut fx+ 29 mm valve was then loaded into a new dcs and used to complete the implantation successfully. No patient complications have been reported as a result of this event.